Manufacturer narrative:
Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) found screen display failure improved by cleaning and reconnecting the monitor's internal connector. Equipment calibration performed. Overall inspection results, good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during me inspection before clinical use, the cs300 intra-aortic balloon pump (iabp) unit had a display problem. There was no patient harm reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a display problem. There was no patient involvement reported.